Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "belt temperatures too low after nip roller and heated section." The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the nurse was getting low flow (fluctuating between 0.7-0.8lpm) in an arctic sun device. And concerned about the water being too cold. Patient temperature (pt) was 32.6c, targeted temperature (tt) was 33.5c, water temperature (wt) was 16.6c, flow rate (fr) was 0.8lpm. They could hear the baby crying as we were speaking. Explained there were two issues here. The flow rate (fr) being less than 1lpm affects the heater capacity, and the baby was generating heat which was causing the cold water. Disconnect or reconnect pad and flow rate (fr) increased to 1lpm. Advised to keep an eye on this and make sure it stayed at 1lpm at minimum so the heater functions at full capacity. However, addressing the heat generation from the baby was a clinical decision and they would need to check protocol or speak with the hcp on how to address this issue. With the flow rate (fr) staying at 1lpm the water temperature (wt) should increase and that might resolve the issue too. The machine was functioning appropriately. Per follow up information received via email on 23jun2023, it was confirmed neonate size pad had been used. Treatment was discontinued shortly after the mis call due to patient movement and family not wanting to sedate the patient for continued therapy. Pad disposed of and device remained in service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse was getting low flow (fluctuating between 0.7-0.8lpm) in an arctic sun device. And concerned about the water being too cold. Patient temperature (pt) was 32.6c, targeted temperature (tt) was 33.5c, water temperature (wt) was 16.6c, flow rate (fr) was 0.8lpm. They could hear the baby crying as we were speaking. Explained there were two issues here. The flow rate (fr) being less than 1lpm affects the heater capacity, and the baby was generating heat which was causing the cold water. Disconnect or reconnect pad and flow rate (fr) increased to 1lpm. Advised to keep an eye on this and make sure it stayed at 1lpm at minimum so the heater functions at full capacity. However, addressing the heat generation from the baby was a clinical decision and they would need to check protocol or speak with the hcp on how to address this issue. With the flow rate (fr) staying at 1lpm the water temperature (wt) should increase and that might resolve the issue too. The machine was functioning appropriately.